Event description:
(B)(4). It was reported that post a percutaneous transluminal angioplasty (pta) procedure the patient died. This patient had a lesion 60 mm long (diameter not measured) that was described as completely occluded in the left common iliac and left external iliac arteries. An 8x66mm wallstent rp was implanted in the left common iliac and left external iliac arteries. The procedure was rated as technically not successful. At discharge, there was less than or equal to 30% residual stenosis. The procedure was rated as a hemodynamic and clinical success at discharge. Documentation for the 1-month follow-up visit, reported that the patient died in (B)(6) of 2006 with no cause of death or other information provided.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.